Event description:
Nurse activated infant heel warmer, product burst at seam and sprayed into nurse's eye. Nurse sustained corneal abrasion as a result of the incident. Nurse is not sure which of the following lot numbers was involved: vod041, vob002, vod029, voa087.